Event description:
This pt underwent extracapsular cataract extraction of the lt eye with lens implant on 01/18/1996. The implant accumulated anterior surface pigmentary deposits, which were cleared with the yag laser on 04/16/1997. However, there was recurrence with the addition of posterior capsule fibrosis, obscuring visual access. There were posterior synechiae of the pupillary border of the iris to both the capsule and the implant with pupillary capture. For correction of anisometropia and pseudophakia l eye, the pt underwent an iol exchange and a mechanical anterior vitrectomy on 07/03/1997. At time lens explanted, exam of capsular support showed relative weakness in the inferior temporal area and therefore a previously selected posterior chamber lens implant was abandoned in favor of an anterior chamber implant.